Event description:
Report received indicated retrieval difficulty was present with the embolic protection device during procedure. The pt was consented to the study for carotid stenting. The pre procedure neurological exam reported nih (national institutes of health) stroke scale score of 0 and the rankin stroke scale score of 0. The pt was symptomatic. The target lesion located was the ostium of the left internal carotid artery with no occlusion in contralateral carotid. The target lesion diameter stenosis was 65% with lesion length 15.0mm and reference diameter 5.0mm. Total length of stented segment was 30.0mm. The lesion calcification was severe and ulcerated. The vessel tortuousity was moderate. An arch type-iii was present. Thrombus was not seen at the lesion site and pre-dilatation was not documented.

Manufacturer narrative:
One precise stent was deployed at its intended location. There was no stent malfunction reported. An angioguard distal protection device was use and deployed successfully. After stent implant, attempts to withdrawal the angioguard were made, however, there was retrieval difficulty. The occurrence was related to the index procedure. Ultimately, the angioguard was retrieved with debris found in the basket. The pt did not experience an adverse event. The procedure was completed with a 30% final residual in lesion stenosis. Pre and post medication was aspirin and clopidogrel. The pt was discharged on may 13, 2008 on aspirin and clopidogrel without adverse events. The post-procedure neurological examination reported the nih stroke scale score of and the rankin stroke scale score of 0. This product will not be return for eval and testing. Lake region did review the device history records relative to the manufacturing, inspecting and packaging of the lot associated with this device. The history records indicated this product was final inspection tested at lake regional manufacturing and was determined to be acceptable. Add'l info will be sent within 30 days upon receipt.